Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from the patient regarding their complaint. Patient states their pain originates from three areas. After their implant, pain in one of the areas has reduced by 50%. In addition daily pain medications have also helped decrease by approximately 60%. Furthermore, about 3 months after ((B)(6) 2023) the overall pain relief was not as good as what they experienced during their scs trails. Patient reports clarify never burn as patient states they understand it was a bi-lateral b/l4-s1 rf. Also, eight days post ablation (on (B)(6) 2023) they felt burning in back, located area of the implant. Burning pain wrapped around my waste to right side of the groin, then traveled to my right thigh and into my right knee. The burning at the implant site lasted for seven days and the burning around waste and groin lasted seventeen days. Also, patient the burning in their right thigh has recently stopped but the pain in my right knee, even though not as bad, still continues and worsens when standing/walking. On (B)(6) 2023 patient was evaluated by their pain manager and they received a steroid shot and suggested to have a right l3-4 and l4-5 tf. Currently pending. Their s ystem was adjusted and checked by a clinical specialist. Lastly, patient reports their issue has not been completely resolved.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they had a procedure done on their back where they did some nerve burns and now their left leg was bothering them. Patient said the procedure was related to a problem in their back that the implant was put in for in the first place. Patient said the implant was put in 9 months ago, but their problems weren't solved so they did the nerve burn. Patient said things were going great until about 3 days ago. Patient said they started getting a burning sensation in the area where stimulator was (but said the burning wasn't from the implant itself, just near that area), and said the burning sensation was coming from their crotch down to their right knee.  They were also experiencing some issues with their stimulation.  The pt said they had been using a strap on their calf and was able to put that right above their knee and that minimizes some of the pain and burning sensation. The patient said they called their doctor, who wanted the patient to call the manufacturer and see if something could be done with their device over the phone, or if a rep could meet them at their appointment on (B)(6) 2023. Agent asked, patient had already tried adjusting the stimulation levels. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed role of rep, provided nas number, and emailed field team in patient's area.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.